Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture. Fluoroscopy was performed and revealed a dislodgement of the lv lead. The lv lead was capped on (B)(6) 2024. The patient was in stable condition.